Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause of a no disposable alarm is the dso sensor; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited a no disposable alarm. Reviewed the settings, closed the clamp, removed cassette, gently tapped cassette, and massaged tubing to disperse air bubbles in the line. The cassette was replaced and alarm persisted. Res volume 10.5ml. Rate 2.4ml, given 104.5ml. No adverse patient effects were reported by the customer.